Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the ICU physicians are complaining of the bad quality of power trialysis short term straight dialysis catheter. The guide wire is twisting during insertion and it also stuck to the vein and the physician had to remove both the wire and the catheter for patient safety issues.